Event description:
We received an allegation of questionable inr results for one patient tested with the coaguchek xs pst care kit meter. The meter result at 9:44 am was 7.7 inr. The meter result at 9:48 am was 5.7 inr. The patient's therapeutic range is 2.0 inr - 3.0 inr.

Manufacturer narrative:
The test strip lot number is 86944723, with an expiration date of 31-dec-2026. The meter and test strips have been requested for investigation, but have not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing, and the results have passed the internal inspection. Section e3 - occupation: patient/consumer.